Manufacturer narrative:
The investigation is ongoing.

Event description:
A reported to implant patient registry by the patients family member, post implant of a 26mm sapien 3 valve within a pre-existing surgical valve in the pulmonic position, the thv valve was explanted. The date and reason for the explant is currently unknown.

Manufacturer narrative:
Explant of a valve may be due to valve dysfunction (severe or clinically significant pvl, central leak, significant malposition, early/late endocarditis, thrombosis or degeneration) and/or other reasons. Despite multiple attempts, additional information was unable to be obtained. The reason for the valve explant remains unknown. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Additional information was received. Section b3 was corrected. Per the implant patient registry, approximately 5.5 months post implant of a 26mm sapien 3 valve within a preexisting surgical valve in the pulmonic position, the valves were explanted and a perimount magna ease valve was implanted. The reason for the explant is currently unknown.